Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes: updated device evaluated by manufacturer: one device was received with the spring tip kinked and is bent in several places along the guide wire body. Based on the product analysis, the guidewire did not present a fracture; however the spring tip of the wire was kink and unraveled (stretch). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2010-04951. It was reported that during rotational atherectomy treatment procedure, a rotawire guide wire fracture occurred. The 80% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. During ablation with the first 325cm floppy rotawire guide wire, a fracture was noted under fluoroscopy. A second 325cm floppy rotawire guide wire was used and the tip of the guide wire fell off after use. The defects were noted at the end of the procedure. No patient complications were reported and the patient's status is fine.

Event description:
Same case as 2134265-2010-04951. It was reported that during rotational atherectomy treatment procedure, a rotawire guide wire fracture occurred. The 80% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. During ablation with the first 325cm floppy rotawire guide wire, a fracture was noted under fluoroscopy. A second 325cm floppy rotawire guide wire was used and the tip of the guide wire fell off after use. The defects were noted at the end of the procedure. No patient complications were reported and the patient's status is fine.